Manufacturer narrative:
Continuation of d10: product ID ped2-300-10 (d020196); product ID fg15150-0615-1s (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the ped2 were successfully implanted, the withdrawal of the delivery wires turned out to be difficult because the wings did not pass through the catheter. They could be withdrawn. There was pushwire/capture coil stuck during retraction. The pushwire was not rotated during removal. There was no damage to the catheter. There was pushwire damage for ped with lot d020196. There was no pushwire damage for ped with lot d005232. The capture coil was not damaged during removal. There was no friction or difficulty. The pipeline was implanted in the patient. No patient symptoms or further complications were reported as a result of this event. The pipelines were used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a aneurysm care. The angiographic result post procedure was successful.

Event description:
Additional information received that there were no causes or contributing factors for the event identified. The catheter was not the problem, it was the wire. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.